Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon inserted a 2.7mm metaphyseal screw into a distal locking hole of a variable angle distal tibia plate as a compression screw. During the same procedure, the surgeon later removed that screw and replaced it with a 2.7mm variable angle (va) locking screw. The va locking screw would not lock into the plate and was not able to be removed. It spun in the hole, but would not back out of the plate. There was no harm to the patient, but the whole plate had to be removed and replaced with a longer plate. There was a report of a thirty minute surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the screw was not returned; the condition of the returned plate does confirm this complaint as the most distal locking hole shows signs of damage, the remainder of the plate is in overall good condition with no other signs of damage to any of the other locking holes in the plate. It is plausible that the damage to the threading of the hole was incurred during the insertion or removal of the compression screw prior to the allocation of the locking screw or that ta torque limiter was not utilized, resulting in this condition. The drawing for this implant was reviewed and the design of this device was found to be adequate for the intended use of the device. This complaint is confirmed; however, the design of this device did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.